Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms met specifications, calibration was out at all readings, the control bar was not in the correct position, and the width plate screws were not zimmer's or the correct size. The width plate screws, fine adjustment cams, and the 1-4 inch width plates were replaced, control bar repositioned, and the unit was calibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
His event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome was not cutting properly. There was no harm or additional graft needed. Another device was used to complete the surgery. There was a delay of less than 10 minutes while they retrieved the other device. No adverse event was reported as a result of this malfunction.